Event description:
Boston scientific crm received information that at a routine patient follow up, it was discovered that this pacemaker had reached end of life (eol) after being implanted only six months. The pacemaker is currently in backup mode and although the device has recorded that it is pacing 98% of the time, the patient is in his own intrinsic rhythm. No adverse patient effects were reported. At a later date, the device was explanted and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. Initial communications with the device were successful and a review of the memory revealed the device had numerous hardware resets, including one system reset. It was also noted during initial analysis that a rattling noise was heard inside the casing when the device was handled. A high resolution x-ray of the device was taken and revealed the presence of a loose component inside the casing. The casing was then cut open and both sides were removed. It was discovered that the loose component was one of the capacitors. Detailed analysis was performed it was discovered that the capacitor's solder joint was not bonded properly. Although there was enough bonding to make an electrical connection and hold the capacitor in place during manufacturing, it was not enough to maintain a proper adherence and the capacitor came loose while it was implanted. This then resulted in the device declaring eol prematurely. Our product performance database was reviewed and this issue was determined to be rare. The behavior has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.